Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is, due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for maintenance and during inspection of the device, it was found that the tip was chipped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, telescope ultra¿, 4 mm, 30°, with trocar tube connector, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a chipped tip. This report is being submitted for the event found during evaluation. There was no patient involvement.